Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of infection - ndr is considered an unexpected adverse drug experience.

Event description:
Health professional reported that a patient was injected in the ck1, ck2, ck4 and c6 with 3 syringes of juvéderm¿ voluma¿ with lidocaine and in the ck3 and lips with 1 syringe of juvéderm® volift¿ with lidocaine. The following month, the patient had an unspecified vaccination as well as dental cleaning and a ¿urinary tract infection.¿ the patient was put on an antibiotic for 7 days. A week later, the patient experienced ¿granulomas¿ and ¿lumps¿ on the chin area. A treatment plan was devised. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03092 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine.

Event description:
Additionally, the health professional reported that 2 months after onset, the patient was treated with cipro 500 mg bid for 5 days, prednisone 10 mg do bid x 3 days, and prednisone 3 mg do bid x 3 days. The patient was then treated with 600 units of hyaluronidase 4 days later, again 2 days later, 4 days later, 8 days later, a month later, and 10 days later. The event resolved that month.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.3., b.5., b.6., b.7., g.1., h.6.